Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue.

Event description:
Medtronic received information that three days following the implant of this transcatheter bioprosthetic valve, sudden asystole was noted for approximately fifteen seconds. An electrocardiogram (ECG) prior to the event showed sinus rhythm, first-degree atrio-ventricular (av) block, right bundle branch block (rbbb) and left anterior fascicular block (lafb). Subsequently, a permanent pacemaker was implanted. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that three days post-implant, complete heart block (chb) was noted with the asystole and was treated with the permanent pacemaker implant.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.